Manufacturer narrative:
Arjo received a complaint submitted via voluntary medwatch report # (B)(4). A female patient, in critical condition placed in prone position for prolonged time, developed deep tissue injuries on bilateral hips. According to the customer, injuries to hips occurred from leg pads. Additional customer concerns referred to cranks being too hard to turn, cushions were too hard, metal bars under compressed pads could create pressure points, the rotoprone bed surface does not accommodate to each individual patient need. These concerns were view in depth and conclusions are following. The rotoprone bed was ordered on 30 june 2019 and discontinued on 5 july 2019. We have not found customer complaints reported during that time to arjo. When the bed returned to service center it was quality control (qc) check in order to prepare it for next rent. During qc check proper functionality of bed is verified and in case of any failure, the faulty component is replaced or repaired. When reviewing service history for this bed, no repairs were found. The bed passed the quality control check. The rotoprone bed offers various ways to accommodate the surface to patient's physique. In regards to side supports (called by the customer "leg pads") these can be: a concave and convex shape to accommodate to more wider or narrow body type, interchangeable, meaning that either side can be used to fit patient's physique, side support can be placed in two support slots: inside or outside depending on the body type, the adjuster crank (called by the customer "crank) is turned to adjust side supports in order to tight side support snugly against patient's sides. Snugness of the side support will vary according to each patient's needs. Instruction how to install packs is clearly described in product user manual (B)(4) delivered to each customer. Additionally, each rotoprone user receives training which includes correct patient placement technique, they are also educated on best practice technique of skin injury prevention. Moreover, the risk associated with prone therapy is clearly discussed in rotoprone product labeling, which also include steps that may be used to help manage possible skin complications: "the rotoprone therapy system is typically prescribed for patients suffering from the consequences of immobility. Although use of the rotoprone therapy system is thought to help caregivers address potentially life-threatening conditions, proning itself may present inherent risks of serious injury. " "skin care - fitting the head support, face pack, proning packs or other accessory packs too tightly may increase pressure points, possibly leading to skin breakdown. Assess skin at frequent intervals depending on patient condition (at least once every four hours). Give extra attention to skin at pressure points and locations where moisture or incontinence may occur or collect. Common pressure points include, but are not limited to, the face, ears, axilla, shoulders, sides and upper and lower extremities. Early intervention may be essential to preventing serious skin breakdown. Do not leave patient in a stationary position in the supine or prone position for more than two hours." Because, there are various methods to manage pressure ulcer, the risks of skin breakdown are usually deemed less than the risk of significant physiological decompensation the patient may experience. When reviewing complaints from this customer we have found that the investigated issue is another complaint reported by the same customer facility about skin injury sustained by patients while on rotoprone bed. Once, the difficulties the customer might experience, have been identified, arjo have taken appropriate steps to mitigate the injury occurrences and met the customer to discuss challenges and review educational opportunities. Arjo recommended training sessions to the customer staff in october 2019 and to plan a bi-annual education for 2020. In summary, in the reported situation, the patient in critical condition was placed in prone position for prolonged time and both these factors (critical condition, prolong time spent in prone position) could result in skin breakdown. No product failure could have been indicated, customer allegations could not have been confirmed. The device was used for patient treatment when the event occurred, therefore played role in the event, however no failure that would cause the injuries could have been confirmed. We report this event because of serious injury sustained by the patient.

Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site kinetics concept inc (under registration (B)(4)). From november 2012 until 2014 complaints related to these products were handled by arjohuntleigh inc. And any medwatch reports were submitted under registration (B)(4). From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh (B)(4) complaint handling establishment and medwatch reports have been submitted under registration (B)(4). From 30 may 2018 medwatch reports will be submitted under registration (B)(4). Additional information will be provided upon conclusion of the investigation.

Event description:
Complaint was submitted via voluntary medwatch report (B)(4). Patient in critical condition placed in prone position for prolonged time, developed deep tissue injuries on the patient's bilateral hips. The nurse's concern was that the pressure injury can develop despite pressure ulcer prevention included.